Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy connector assembly to resolve the reported issue.  After completing unrelated repairs, physio observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not recognize that the quik-combo therapy cable was connected to a test load, or a test plug, during testing. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.